Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system extraction due to patient experienced pain at the pocket site. The device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was part of a system extraction due to patient experienced pain at the pocket site. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Functional inspection identified no anomalies. The device settings were reprogrammed to nominal before testing. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.